Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0992z, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient recently had some itching on the skin above and around the implantable neurostimulator (ins). The patient was allergic to mold and had other allergies. The patient had an allergist check the metals in the ins to see if they would be allergic to the ins before they got it. The patient would be seeing their health care provider on (B)(6) 2015. It was also reported that the patient was having surgery on (B)(6) 2015 to suspend their bladder. The patient was also having a colonoscopy and an endoscopy to check their urethra tube. It was mentioned that the patient had fibromyalgia, multiple sclerosis (ms), asthma, and severe pelvic seizures. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.